Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead was wedged and kinked. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event for material twisted/bent was confirmed. The lead was returned in one piece. Visual inspection found the lead to be kinked/bent two locations along the lead. The cause of the reported event consistent with procedural damage. No other anomalies were seen.